Event description:
It was reported that there had been a motor stall. This was confirmed in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI or other medical procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).